Manufacturer narrative:
Follow up #1: submitted: (B)(6) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013, with the following findings: review of the black box and download history revealed no errors or alarms related to the complaint. On testing, the pump powered on normally with normal vibratory and auditory functions. The display screen remained blank and did not go to the verify screen. The power complaint was not able to be adequately investigated due to the blank screen.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump screen was getting dimmer and dimmer and the pump beeps and screen goes blank and pump keeps beeping. The reporter stated they used an old battery and the pump had no audible or back light. The did not power on. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.